Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. In the second firing, the load caught in the first 15mm, the stapler "burst" and the handle became tight. The case was completed using a new device. There was no patient injury.